Event description:
It was reported that during the implant procedure, the atrial lead was bumped during the slitting of the catheter for the left ventricular (lv) lead, causing the atrial lead to dislodge. The physician attempted to reposition the lead, but was unable to properly fixate the lead. The lead was removed and was replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The inner and outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. (B)(4).